Manufacturer narrative:
B.5. Updated. H.6. Results code 1: 213: a review of the manufacturing records for the devices verified the lots met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2020 a patient was undergoing treatment of a thoraco-abdominal aneurysm within the aaa17-01 tambe clinical study. Gore® viabahn® vbx balloon expandable endoprostheses were utilzed in the branch vessels. A gore® excluder® iliac branch endoprosthesis was used in the iliac artery region. On (B)(6) 2020 imaging revealed the following: the celiac artery side branch component is compressed as it passes between the sma side branch component and the aortic component. The celiac artery side branch component wraps 360 degrees around the sma side branch component. Small amount of thrombus present in the lsa. Pedunculated lesion just proximal to the tambe aortic component within the aorta. Type ii endoleak with ima and lumbar artery involvement. The imaging finding was clarified further as follows: the ca and sma devices are wrapped around each other in the aorta before each reaches their respective vessels

Manufacturer narrative:
Additional manufacturer narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Device available for evaluation: as it is not known which device, or if both became compressed, the following additional device is being investigated: bxa085902a. Sn: (B)(4). UDI: (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2020 a patient was undergoing treatment of a thoraco-abdominal aneurysm within the aaa17-01 tambe clinical study. Gore® viabahn® vbx balloon expandable endoprostheses were utilzed in the branch vessels. A gore® excluder® iliac branch endoprosthesis was used in the iliac artery region. On (B)(6) 2020 imaging revealed the following: the celiac artery side branch component is compressed as it passes between the sma side branch component and the aortic component. The celiac artery side branch component wraps 360 degrees around the sma side branch component. The patient is being monitored.